Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress was applied to the device during user handling and the charged coupled device cable was broken. As a result, the image was not displayed. The user can detect the event by handling the device in accordance with the following instructions for use (IFU): " inspection of the endoscopic image". The user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope optics has loose contact and the image keeps dropping out during the procedure. There was no report of patient harm or injury associated with this event.

Manufacturer narrative:
The device was returned for evaluation. The customers no image allegation was confirmed. Additional events were found during inspection: image problem due to breakage of the image sensor, the surgical scope has bending manipulation and insertion tube defects due to the angle wire becoming longer than normal, bending manipulation and insertion tube defects due to physical stress of the device, and defects of the universal cord/distal end/ connector/control section/related parts due to physical stress or of the device. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.